Event description:
It was reported that the customer had contacted for training. It was stated that the customer requested training for staff as incident occurred where dignishield was inserted into patient's vagina and left for 48 hours.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was confirmed use related. The complaint narrative states, "dignishield was inserted into patient's vagina and left for 48 hours". The root cause is determined to be misuse of product. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿grasp the catheter and gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault.¿ correction: g. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the customer had contacted for training. It was stated that the customer requested training for staff as incident occurred where dignishield was inserted into patient's vagina and left for 48 hours.